Manufacturer narrative:
The subject device is not available for analysis.

Event description:
It was reported that during balloon angioplasty to treat the stenosed internal carotid artery, a dissection occurred. The physician deployed a stent over the dissected area in response to the event and finished the procedure. The patient was reported to have been discharged approximately 7 days post procedure with a modified rankin scale (mrs) and (B)(6) score of "0".

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during balloon angioplasty to treat the stenosed internal carotid artery, a dissection occurred. The physician deployed a stent over the dissected area in response to the event and finished the procedure. The patient was reported to have been discharged approximately 7 days post procedure with a modified rankin scale (mrs) and national institute of health stroke score of ¿0¿.